Manufacturer narrative:
On 6-apr-2022, the product investigation was completed as it was confirmed that the complaint device was discarded. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002163 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported by the bwi representative that during an ablation procedure the physician noticed the vizigo sheath was leaking from the valve. To troubleshoot the sheath was replaced and the procedure continued. No patient consequences were reported. The hemostatic valve broke. It was noted that the valve dislodged inside the valve but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. No treatment required. No blood loss observed. Hemostatic valve separation is MDR-reportable.